Event description:
It has been reported that patient came into the emergency room dislocated. Insert shows the signs of wear and delamination on the condylar articular surface. The poly appears to show signs of subsurface "air pockets" or cracking. The p/s post is damaged as result of dislocation.